Manufacturer narrative:
D3, e4 - initial report sent to FDA: corrected. H6, concomitant products: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an occlusion alarm. The tubing within the cassette was kinked and could not be unkinked. There was patient involvement, no injury was reported.